Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device found the product to be broken. The impactor had broken into multiple pieces. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that the femoral impactor got cracked. No surgical delay.